Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states. As reported, ventricular pacing failure was observed during the follow-up on (B)(6) 2023. The physician also suspected an atrial lead issue and decided to replace them. Since neither programmer files nor other relevant information like x-rays or printout were provided, no investigation on the root cause of the reported issue can be performed. The reported issue can therefore neither be confirmed nor excluded. The reported pacing failure can be related to many different causes like a fracture of the lead or one of the internal conductors or a lead/device connection issue. Since both impacted leads remain implanted within the patient body and were not available for investigation, no further comment can be made relative to the root cause. This case will be retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2023, a patient visited the hospital complaining of poor physical condition. Pacing failure due to incomplete ventricular lead fracture was observed, and an additional lead is scheduled to be implanted on the opposite side of the current implant site. Since the atrial lead was also disconnected, the physician believes that the fracture in both the atria and ventricles is the operator's problem. A lead will be added from the opposite side, and the device will be replaced with a device made by another company. Implant date on (B)(6) 2017): pm: kora 250 dr (B)(6), a: petite 44erjb (B)(6), v: petite 52erb (B)(6).

Event description:
Reportedly, on (B)(6)2023, a patient visited the hospital complaining of poor physical condition. Pacing failure due to incomplete ventricular lead fracture was observed, and an additional lead is scheduled to be implanted on the opposite side of the current implant site. Since the atrial lead was also disconnected, the physician believes that the fracture in both the atria and ventricles is the operator's problem. A lead will be added from the opposite side, and the device will be replaced with a device made by another company. Implant date ((B)(6)2017): pm: kora 250 dr ((B)(6)), a: petite 44erjb ((B)(6)), v: petite 52erb ((B)(6)).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.